Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 20-sep-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine (30 mg/ml) and dilaudid (hydromorphone) (750 mcg/ml) via an implantable pump for spinal pain. It was reported that the patient experienced a fall last month where they landed on their back. Surgery had occurred on (B)(6) 2025 as the patient stated they had not been receiving relief from the pump. The healthcare provider discovered what they thought was a granuloma or some crystallization around the catheter tip so they cut the catheter and tied it off. The decision was made to discontinue therapy and the pump was shut down.